Event description:
It was reported that the holster was sent to them for repair because the blue connection plug was defective. It was not noted if the issue occurred during a procedure. No patient consequence reported. The holster will be returned to the international service center.

Manufacturer narrative:
Date sent: 06/26/2008. Based on the analysis results, this complaint is now determined to be a MDR malfunction. The customer's complaint has been confirmed. Based upon the inquiry information received visual and functional examination, the unit was found to require, unit calibrated, unit modified according to guideline of manufacturer, defective fastening material exchanged, defective rotational cable replaced, and defective encoder subassembly replaced. The device history record has been reviewed via the database. The unit has passed all qa inspections. Complaint information is trended on a regular basis to determine if further investigation is warranted.